Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss after one of their servers went down. The customer also reported that this issue initially started with waveforms not showing to intermittent comm loss, after which the monitored devices completely disappeared from the cns host table. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with this cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss after one of their servers went down.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started displaying comm loss after one of their servers went down. The customer also reported that this issue initially started with waveforms not showing to intermittent comm loss, after which the monitored devices completely disappeared from the cns host table. No patient harm or injury was reported. Investigation summary: the root cause for this event is incorrect settings to the host server. Customer acknowledges during troubleshooting measures found incorrect setting host server. The customer corrected the host server settings, which resolved the issue. No reoccurrence has been reported.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss after one of their servers went down.